Manufacturer narrative:
The device has not been returned for evaluation. This investigation is ongoing.

Event description:
The user facility reported that a portion of the spatula broke off into the patient's eye. It was removed without injury.

Manufacturer narrative:
One e0485c cleasby iris spatula was returned, the instrument was old and not maintained causing premature fractures and breaking as noted with this instrument. Spatulas are designed to manipulate and/or dissect eye tissue during surgical ophthalmological procedures. The e0485 c, cleasby iris spatulas, are made from 455 stainless steel which is hardened in every lot. 455 hardened stainless steel is not subject to breaking unless the instrument is not properly maintained. 455 hardened stainless steel can corrode over time and lead to premature stress facture and breaking if the instrument is not properly maintained. The most probable root cause was determined to be excessive mechanical force which caused the instrument to break. The three previous lots made were reviewed and found to be acceptable. The trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.